Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/62 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: incidence and risk factors for first and recurrent ICD shock therapy in patients with an implantable cardioverter defibrillator. Journal of interventional cardiac electrophysiology (2025) 68:125¿139. Doi: 10.1007/s10840-024-01873-0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding shock therapy in patients with an implantable cardioverter defibrillator (ICD). Patients with an ICD were followed for appropriate and inappropriate incidents and recurrent shocks. The authors described patient deaths; however, the causes of death were unknown. There were patients who experienced inappropriate shocks due to atrial fibrillation (af)/atrial flutter, lead-related issues, ICD-related issues, and t-wave oversensing (twos). Patients also had device related complications which included systemic infections/endocarditis, pocket infection, erosion, sensing/pacing failures, and premature battery depletion. There were also lead-related complications which included dislodgement, high thresholds, oversensing, undersensing, high impedance, insulation failures/conduction breaks, cardiac perforation, extracardiac stimulation, and device-lead interface problems. Patients were treated with medication changes, ablations, reprogramming, or replacements. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.